Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0hp78, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient's previous implant had stopped working and they thought the "wires" had come loose so the implant was replaced. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.